Event description:
Pt tested blood glucose on suspect device and rec'd a blood glucose reading of 200 mg/dl. Wife gave 6 units 70/30 novolin. During night blood glucose dropped too low. Emergency medical svc called and transported to hosp where intravenous was given.